Manufacturer narrative:
The confidence kit was returned for evaluation. Visual inspection found no anomalies with the returned devices. The system was then tested and functioned as intended. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A review of the complaint trend analysis found no systemic issues that require further action. The root cause cannot be determined as the system functioned as intended. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports water leaked from the confidence kit after cement mixing and prior to injecting of the cement. Water leakage after 5 turns of the t-handle of the kit's hydraulic pump. The problem was managed by using a same/like product. The difficulty resulted in a short, three minute delay with no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.